Manufacturer narrative:
This supplemental report is submitted to provide the findings of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, where the reported failure of error code b30 was confirmed. During the evaluation, the following additional reportable malfunction was identified: no image displayed. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure ¿ an expected or random failure with no design or manufacturing issue identified. The failure was attributed to a leakage/seal issue caused by an inadequate or broken seal within the device. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the bronchofibervideoscope displayed error code b30 (scope communication error). There was no patient involvement.